Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed through a review of the event history log and caused by a failed (dislodged component) input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed system error 105. There was no patient involvement.